Manufacturer narrative:
Intuitive surgical received the tenaculum forceps instrument associated with this report and has completed its evaluation. Failure analysis confirmed that the instrument's pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Although there was no specific customer reported event associated with this returned device which could constitute a reportable event; the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
The tenaculum forceps instrument associated with this report was returned to intuitive surgical, inc. With no reported event information. Initially reported information indicated that the staff did not recall any details and that the descriptor tag had fallen off of the device. On 03/01/2016, intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information regarding the event; however, the initial reporter was unable to provide any additional information regarding the event. There was no report of patient harm, adverse outcome or injury.